Event description:
The "d" liver retractor broke as surgeon was manipulating it. A new "d" liver retractor and 5mm port were opened and used due to the retractor getting stuck in the port when they tried to take it out. All parts of "d" liver retractor were intact when removed from pt.